Event description:
The consumer called oti consumer support stating they tested negative with an inteliswab test but tested positive with a flexflow test on the same day. The consumer stated they repeated both tests and received the same results. The second inteliswab test showed negative results and the second flexflow test showed positive results. The consumer did not state if a pcr test was taken to confirm the false negative inteliswab test results.

Manufacturer narrative:
The consumer stated they received two false negative results using two separate inteliswab devices. Refer to MDR # 3004142665-2023-00024 for the other false negative submission. The consumer reported false negative inteliswab test results but did not state if a confirmatory pcr test was performed. The consumer did not provide contact information for a follow up. No additional follow up is to be expected with this complaint and the incident will be closed internally.

Event description:
The consumer called oti consumer support stating they tested negative with an inteliswab test but tested positive with a flexflow test on the same day. The consumer stated they repeated both tests and received the same results. The second inteliswab test showed negative results and the second flexflow test showed positive results. The consumer did not state if a pcr test was taken to confirm the false negative inteliswab test results.